Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of unable to cut.

Event description:
It was reported to boston scientific corporation that a sensation medium oval med stiff snare was used during a colonoscopy procedure performed on october 26, 2023. During the procedure, the snare was used to resect a small polyp however it did not go through with or without cautery. The procedure was completed with a captivator snare. There were no patient complications reported as a result of this event.